Event description:
Patient was found face down on the floor next to his bed by a staff nurse, after the nurse reported hearing a "thump". Staff assist button was hit and several nurses reported to help him off the ground. When patient was lifted back in bed, nurses noticed patient grabbing head and moaning. When asked if he had hit his head patient stated "yes". When asked where it hurt, patient pointed to right eyebrow area and said "here". Blood was noted in the area as well as swelling and a bruise was beginning to form. Md was notified and a stat head CT was ordered and completed.either the patient undid the siderail latch and fell out of bed or the latch failed.the CT scan showed no new hemmorhage. Biomed unable to consistently duplicate the problem. Possible sheet/blanket impeding with latching mechanisms. The bed had recently completed preventative maintenance protocol.